Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged. Fluoroscopy confirmed the dislodgement. The lead was repositioned. All electrical measurements were normal. There were no adverse consequences to the patient.